Event description:
Pt underwent percutaneous transluminal coronary angioplasty. The cardiologist attempted closure with a prostar plus 10 fr pvs device. Resistance was met upon deployment and the needles did not present. Back-down of the needles to their original position was not successful. The needles were removed from the distal end of the barrel and the device was removed under fluoroscopy. Hemostasis subsequently was obtained via successful manual compression. No further difficulties were reported.